Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent fracture post deployment occurred. The target lesion was located in the very calcified circumflex artery to the ostial left main artery. A 3.00 x 28 synergy ii drug-eluting stent was deployed in the ostial lesion of the left main. However, post stent deployment, it was noted that the first two struts of the stent moved forward causing a gap and presence of calcium in between and it appeared that the stent had fractured. The following day, the patient was brought back in and a non-bsc stent was deployed. The procedure was completed with no patient complications reported and the patient's status was fine.